Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was performed for part number: 391.930, synthes lot number: t106840: release to warehouse date: 04-feb-2015, manufacture site: (B)(4), part expiration date: n/a: a review of the device history records showed that an non-conformance was started due to out of specification for the surface. This is not relevant to the complaint condition as the parts were reworked and conforming. The feature has no relevance to a chipped tip, it affects only the visual surfaces of the affected parts. Further review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned; therefore no further investigation is possible. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the wire cutter was chipped. No patient involvement reported. This is report 1 of 1 for complaint (B)(4).